Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was alerted for right ventricular (rv) lead high out of range shock impedances. The lead measured shock lead impedance at 129 ohms. Technical services (ts) discussed the follow up actions options for this lead. This rv lead remains in service. No adverse patient effects were reported.